Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that its trigger was partially engaged and the staples appear misaligned. The stapler was returned with 39 staples left in the cartridge. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to properly form. The next two staples, however, were able to properly form and release from the device. On the fourth attempt, the staple was once again unable to form properly. The device was disassembled and it was confirmed to be assembled correctly. The staples were manually realigned and another attempt to fire was made. This time, the next 5 staples fired properly. To simulate skin insertion, the stapler was fired into a simulated skin pad. All five staples fired were able to engage and close into the pad. The remaining staples were all able to properly fire. It could not be determined what caused the staples to become misaligned and prevent some staples from properly forming. An nc was previously opened by the manufacturing site to further investigate visistat jamming issues. Additional testing was not required as a part of this complaint investigation. Per DHR the product visistat 35w 6/box lot #73a2000533 was manufactured on 01/2 8/2020 a total of (B)(4) pieces. Lot was released on 02/07/2020. DHR investigation did not show issues related to complaint. It could not be determined what caused the staples to misalign. An nc was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the first 4 staples were unable to consistently form when fired due to the misalignment of the staples. After manually realigning the staples, the remaining staples were able to fire properly. It could not be determined what caused the staples to misalign. An nc was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The first staple is jamming.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73a2000533 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The first staple is jamming.